Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device failed to progress past apply pads during a patient involved event. This may have led to a delay in defibrillation therapy. There was no impact to the patient reported with this event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. There was no fault was found on the sam 500p or returned pad-pak during the investigation. Given no fault found on the device, the investigation can only suggest that the reported complaint was due to situational factors, e.g., a pad-pak fitment issue or incorrect placement of pads on the patient, resulting in no impedance detection. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device failed to progress past apply pads during a patient involved event. This may have led to a delay in defibrillation therapy. There was no impact to the patient reported with this event.